Event description:
During an initial implant procedure of a right atrial leadless pacemaker (alp) on (B)(6) 2026, it was reported that the alp separated prematurely from the delivery catheter (dc) and embolized into the atrium. The alp was successfully retrieved and implanted in the right atrium. The patient was stable throughout the procedure.